Event description:
It was reported that pump touchscreen was cracked, rendering the screen unresponsive and unreadable even though pump started, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation and received replacement pump, with no additional information available regarding further actions or outcome.